Manufacturer narrative:
Device evaluation: level 1 trauma fast flow system returned for analysis. Visual inspection performed and device found to be in poor condition with fluid ingression. The investigation power on the device and red led light alarm came on. Removed back panel for further investigation and found crack in the return tube which had leaked water, and damaged multiple internal components. Investigation then installed f-30 gas vent filter onto h-31b air detector, and the device air detector alarm, faulty sensor board. The customer reported problem was confirmed. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is design.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 trauma fast flow system (h-1200) was overheating. The air detection was also overly sensitive. The operator was unable to rapidly infuse the patient. This caused patient safety concerns, however no patient injury or complications were reported in relation to this event.